Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
An inventory manager reported an internal dialyzer blood leak that occurred one minute into a patient¿s hemodialysis (hd) treatment. The blood leak was in the dialysate compartment of the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used and tested positive. No visible damage was observed on the dialyzer. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 200 ml. The biomedical technician confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed treatment after being resetup with new supplies on the same machine. The complaint device was reportedly available to be returned for manufacturer evaluation.

Event description:
An inventory manager reported an internal dialyzer blood leak that occurred one minute into a patient¿s hemodialysis (hd) treatment. The blood leak was in the dialysate compartment of the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used and tested positive. No visible damage was observed on the dialyzer. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 200 ml. The biomedical technician confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed treatment after being resetup with new supplies on the same machine. The complaint device was reportedly available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the sample was returned to the manufacturer for physical evaluation. During gross visual examination, a potted fiber fragment was observed at approximately 290° with the ports at 0° on the non-cavity end. Under magnification of 20x, the fiber fragment measured approximately 9.77mm in length. An opposing end was not identified. There was no other damage or irregularities noted on the returned sample. A production records review was performed on the reported lot. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. There was no excursion related to fiber leaks and there were no associated non-conformances. Upon completion of the investigation, the leak was confirmed due to potted fiber fragment. The probable causes for this are related to the handling of the fiber bundle during production and during the insertion process of the fiber bundle into dialyzer housing. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.